Event description:
It was reported the patient's ipg site was bothersome. Surgical intervention was undertaken on (B)(6) 2014 and the ipg pocket site was relocated to the patient's abdomen and the ipg was also explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.